Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hypoglycemia and hyperglycemia while using the ilet, and had been administering manual insulin injections without disconnecting from the pump and was repeatedly announcing meals to lower highs, which can lead to insulin stacking and algorithm confusion. Symptoms included a documented low of 40 mg/dl for about 15 minutes with device low alerts, and a high up to 278 mg/dl for about 30 minutes accompanied by chest pain. Outcomes included self-treatment of the low with 4 oz of orange juice, no medical intervention, and no hospitalization. Investigation included review of user-provided reports and coaching, along with arranging advanced troubleshooting to assess whether a factory reset is needed. Investigation of this case revealed user technique contributing to insulin stacking and excessive meal announcements leading to inconsistent glycemic control, with device alerts functioning. It was concluded, based on previously established findings for similar reports, that the cause was use error related to manual injections without disconnection and inappropriate meal announcements.